Event description:
The report we received from our affiliate indicated that the coil was prematurely detached in the microcatheter. No additional information was given, and no response has yet been received to requests for additional patient and procedural details. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.